Manufacturer narrative:
G4: 06jan2020. B4: (B)(6) 2020. The customer troubleshot with technical support. T he customer reported that replacing the power management board addressed the reported issue and the unit was return to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/30/2019.

Event description:
It was reported that the ventilator was powered on and the unit started alarming. The customer found multiple error codes in the ventilator diagnostic logs related to 35 volt failure, blower stalled, auxiliary alarm supply failure, and backup alarm failure. There was no patient involvement.